Event description:
It was reported that during reprocessing, the monopolar cautery instrument was noted to have broken tips. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per customer reported complaint, failure analysis found instrument's silver metallic piece of the grip-tip was broken, which is the part that attaches to the cautery hook tip and carries electrical current to it. The cautery hook tip (accessory) was not returned with the instrument. The damage likely occurred due to mishandling while removing the cautery hook tip (accessory) from the instrument. Additional observation not reported by the site was that the instrument main tube had abrasions/wear and no material was missing. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken tip, if to reoccur could cause or contribute to an adverse event.